Manufacturer narrative:
A sample was received to perform an investigation. Visual inspection confirmed that the joint a and tuohy needle were disassembled. It was determined that the event was caused by the manufacturing of the supplier. A supplier corrective action request (scar) was issued against the supplier. A device history record (DHR) review could not be performed based on the lot number provided. Lot #, operator of device, protocol # and report source are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the epidural needle was indwelling in the patient, the user noticed the joint part got detached from the needle. The user tried to fix it, but could not, so he removed the needle and used another new one to continue the medical procedure. No patient injury was reported.